Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mmx12mm synergy¿ drug eluting stent was advanced to treat the lesion. However, hypotube broke in the proximal to middle section. The device was fully retrieved from patient in one piece and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.